Manufacturer narrative:
The investigation for automated impella controller (aic)- purge disc/flag issues has been completed. After reviewing the logs, the issues with the aic not being able to detect the purge disc was confirmed. There were numerous instances of the purge disc not detected alarm. The console was able to detect the purge cassette as normal. The purge disc detection issue was determined to be caused by a broken purge disk flag. The root cause of the issue was a broken purge disc flag. D.9 revised as the device was returned to the manufacturer and that selection was omitted from the initial manufacture device report number. G.1 revised as reporting contact address line 1, reporting contact us city, reporting contact state (select from FDA approved list), reporting contact us zip code(55555) or (55555-4444) or foreign postal code (10 digits), and reporting contact country (select from FDA approved list) were inadvertently omitted from the initial manufacture device report number.

Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) does not recognize the purge cassette. The aic was exchanged. No patient harm has been reported.